Event description:
It was reported that when using the bd pyxis¿ medbank tower all in one (aio) was shut down and the cabinet was powered off. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) guided the customer through powering on all-in-one (aio) unit and remotely accessed the system to verify that all drawers were properly connected. The tss noted that the medbank system had been shutting down due to a facility-related issue. The drawers were confirmed to be connected and not offline. The customer was advised that a facility power outage may have caused the issue. Later issue did not recur, and no further complaints were reported by the customer. The system functioned as intended after the technical support specialist investigated the device.